Event description:
It was reported the patient experienced early dislocations following an initial shoulder arthroplasty and subsequently underwent a revision approximately 12 months post-implantation due to continued instability and dislocation. Approximately 1 month post-implantation and again approximately 2 months post-implantation, the shoulder dislocated and was managed with closed reductions. Instability persisted. At revision exposure, the humeral bearing was noted to have come off the humeral tray. The humeral tray/bearing and the glenosphere were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.